Manufacturer narrative:
Review of quality records the damage found was sustained during the surgical procedure.

Event description:
It was reported that the system was removed, due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.